Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's l5 lead was explanted and replaced. The l2 lead remains in place due to an inability to remove it. A lead was placed at s1 instead. Therapy was restored following the procedure.

Manufacturer narrative:
Correction, d6a: implant date has been updated. Date of implant has been estimated due to only the year being known.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-02246. It was reported that the patient's l2 and l3 leads had migrated. Surgical intervention is expected to address the issue.